Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site. The site looks red and infected with some pus and has a bump which was confirmed by the doctor. The patient was prescribed antibiotics. Name of the medication was not provided. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where user reported infection at insertion site. The site looks red and infected with some pus and has a bump which was confirmed by the doctor. The doctor prescribed antibiotics to treat the infection at insertion site.